Manufacturer narrative:
(B)(4). During baxter's eval, false upstream occlusion alarms wee confirmed through the history log. Further eval was unable to reproduce the false upstream occlusion alarms. The root cause was determined to be a wide inscribed pin dimension, which has been know to cause the reported symptom. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump alarmed for a false upstream occlusion. There was no pt involvement.